Manufacturer narrative:
Replaced battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. No unexpected failed battery alarm noted. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alerted failed battery test. Customer got battery issues, used several times new batteries. Customer tried several batches and battery types. The customer took out batteries for reset without any result.